Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. A manufacturing related issue was not identified. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 27 mm valve implanted in the tricuspid position for three years, three months required transcatheter valve-in-valve intervention due to severe regurgitation and leaflet thickening. A pacing lead was placed through the surgical valve which was thought to damage the surgical valve. A 26 mm valve was implanted inside the failing 27 mm valve in tricuspid position with good hemodynamic result. Post deployment, there was only trivial evidence of perivalvular leak. Patient did well throughout the procedure and left the operating room hemodynamically sound. The patient was discharged home on pod #3.